Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy. Time malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hematoma. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath would not completely split and the clip could not be deployed. Hemostasis was achieved using manual compression. Afterwards, a small groin hematoma developed, which resolved without treatment. There were no adverse pt sequelae reported. Though requested, no additional information was available.